Manufacturer narrative:
The customer stated that the backup alarm failure was constant. A philips authorized service provider (asp) went onsite and replaced the motor controller (mc) printed circuit board assembly (pcba). After the replacement of the mc pcba, the philips asp confirmed the reported issue was not resolved. The philips asp then determined that a replacement of the power management (pm) pcba and/or central processing unit (cpu) pcba will be performed.

Event description:
Philips received a complaint from the customer on the v60 ventilator reporting that the device continuously indicates "backup alarm failure". There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Onsite service is currently pending.

Manufacturer narrative:
The philips authorized service provider replaced the central processing unit board to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.